Manufacturer narrative:
Patient may be scheduled for reimplant in 5-6weeks. Patient's left side implanted successfully.

Event description:
Bladder perforation with the blunt trocar on patient's right side. A foley catheter was placed.